Manufacturer narrative:
H6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding their controller and their implanted neurostimulator (ins) reporting they were having issues charging their implant and the issue began about 2 weeks ago. Patient stated they went up to about 50% and they got an 'mr05 call medtronic' message. During the call patient denied damages on the recharger and couldn't find the controller port. Patient reset the controller and plugged the recharger. Patient got excellent and both the controller and implant were at 90%. Agent advised patient to call back if the issue persisted. Patient also mentioned the language switched to a foreign language a couple days ago and they didn't know what happened but they were able to resolve the issue. Patient had trouble seeing. Patient also inquired if their implant was supposed to last a week and mentioned their previous implant lasted a month. Agent reviewed implant battery longevity. No symptoms reported. Pt reported that they are still having a problem when charging the ins. Pt reports rtm is getting hot while charging the ins and stated that she felt a bubble under the casing of the cord. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger analysis of the [recharger], model [97755-s], s/n (B)(6) found electrical failure - when trying to read ins get rm05 error code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.